Manufacturer narrative:
Aspen surgical received a medwatch letter (uf/importer # (B)(4)) indicating that the end user experienced a breakage in the vessel loop during a procedure. A manufacturing lot number was provided for evaluation. Report indicated that the patient underwent surgery for creation of left upper extremity arteriovenous (av) fistula. During the procedure, mini red vessel loops were applied to artery and they broke in half. They were used during the creation of left upper extremity av fistula with brachiocephalic and basilica outflow. End user also indicated that the procedure was successfully completed with no harm to the patient. There was no difficultly in retrieving the vessel loop. Patient is well and there were no adverse effects to the patient. A review of the device history record was completed. No non-conformance's were noted relating to the reported issue. Due to having no sample returned, no further information is available on the product at this time. However if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a medwatch letter (uf/importer # (B)(4)) indicating that the end user experienced a breakage in a vessel loop during a procedure. This report was filed in our complaint handling system as number (B)(4).